Event description:
The user facility reports a pt developed endophthalmitis post cataract surgery. The relationship of this event to the intraocular lens is not known. It was also reported by the user facility that there were five other cases of endophthalmitis from the same operating room. The other five cases used a different brand of intraocular lens.